Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received 2 units of a 22gx1.00in insyte autoguard device from lot 3222380 for the investigation of this complaint. A gross visual inspection shows that one unit has been used and the other unit is still sealed in its packaging. The sealed unit was removed out of its packaging and after performing tip adhesion break, the safety button was pushed, and the needle smoothly retracted in the barrel. On the used unit, the safety button showed no evidence of being activated and the needle was not retracted in the barrel. Upon pressing the safety button on the used unit, the needle did not retract. The reported nonconformance was confirmed. Microscopic inspection of the device was performed, and the device was found to have adhesive binding the safety button, prohibiting proper activation. This was the physical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment of the automated adhesive dispenser. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: injuries or adverse event: no. The safety mechanism fails and the needle will not retract.